Manufacturer narrative:
Batch review performed on 01 april 2019: patella resurfacing set ref (B)(4), lot 178222: (B)(4) items manufactured and released on 10-jul-2018. Expiration date: 2023-06-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event (complaint (B)(4)). Considering the base insert for patella clamp ref (B)(4), lot mat25761, this is the 3rd case of breakage of this specific part (spikes) as the other cases are: complaint (B)(4). Visual inspection performed by r&d (B)(4): the visual inspection confirmed what reported into the complaint form; the locking lever and one pin of the base for patella clamp are broken. In addition we discovered a second pin a little damaged. The locking lever could have been a little damaged during the first closing/opening test before the packaging; in this case, a little crack may not have been detected by the operator. Concerning the damaged pins it can occur mainly in case of improper use, such as trying to remove to remove the patella clamp before to have completely disengaged the base from the bone.

Event description:
After the cementation, the surgeon removed the patella clamp and discovered 1 out of 4 spikes of the base insert for the patella clamp broken. The surgeon was able to retrieve the broken pin from the body of the patient. We do not report this event to pmda.